Manufacturer narrative:
Sections with additional information as of 18-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. H10: most likely underlying root cause: mlc-56: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividia's bgm system to the results from the laboratory.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Adverse event report is being submitted due to customer obtaining medical attention due to the meter results. Note: manufacturer contacted customer in a follow-up call on 31-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to lab comparison of 172 mg/dl using truemetrix meter and 131 mg/dl lab result, and from results obtained of 152, 147, 133 and 153 mg/dl. The customer¿s expected fasting blood glucose test result range is 110-120 mg/dl. The customer feels well and did not report any symptoms. On (B)(6) 2020, customer contacted her doctor due to the high blood glucose test results obtained, doctor had ordered lab comparison and contacted customer with results on day of call. No changes to the customer's medical treatment plan were reported. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 161 mg/dl and 167 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/31/2020 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history: (B)(6).